Event description:
It was reported that during lead revision on 18 july 2025 [related manufacturer report number: 1627487-2025-03597], patients s2 lead was unintentionally pulled out and explanted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.